Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Based on the sole historical follow-up data was provided, the expected overall longevity is estimated at ¿ 70.8 months (5.9 years). The implantation duration is 67.1 months, which is greater than 75% of the estimated overall longevity (75% of 70.8 months = 53.1 months). Since the subject pacemaker was not explanted, and no more files can be provided, no further investigation can be performed. Based on those observations, no premature battery depletion could be suspected.

Event description:
In april 2025, during a follow up, the physician highlighted the onset of early battery discharge in (B)(6) 2024. On (B)(6), 2025, a new outpatient check-up noted that the device was in safety mode with early discharge and battery impedance 30.45 kohm. On (B)(6), the device was completely discharged.